Event description:
On (B)(6) 2012, the patient reported that in (B)(6) 2012 she went to the hospital with a blood glucose level of 380 mg/dl and was in the hospital for one and a half weeks. The patient was given an IV of insulin and then injections of insulin. Her normal blood glucose range is 80-120 mg/dl. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
This is related to medwatch: 2183996-2012-01728.